Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1: brand name unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2, h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, initial shoulder procedure approximately 43 months ago, stated there is loosening of their total shoulder replacement, causing a problem with sleeping. A revision procedure was scheduled to performed last month. It is unknown if it was performed. They indicated they had a stemless anatomic total shoulder arthroplasty, open subpectoralis biceps tenodesis. No further information available.

Manufacturer narrative:
D6b: date given for scheduled revision. It is unknown if it was performed. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: date for planned revision given. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient has revision procedure is scheduled. They stated there is loosening of their total shoulder replacement, causing a problem with sleeping. They indicated they had a stemless anatomic total shoulder arthroplasty, open subpectoralis biceps tenodesis. No further information known.